Event description:
Pt transfered from or post-CABG to ccu. Upon arrival to ccu the IV pump alarmed at 3 rapid intervals then shut down completely. Crucial vasoactive medications were infusing via the affected pump. Pt bp immediately began to decrease. IV pump was plugged in to power source, however remained in failure mode. An alternate IV pump was located. Vasoactive rx were restarted. Baxter examined pump onsite.